Event description:
Patient undergoing sterilization via essure stenting. During insertion the product misfired and it was unclear whether a piece of the equipment was retained in the patient's fallopian tube. She was transferred to the pacu where she underwent a pelvic x-ray revealing that there had been successful implantation on the right side, however only a fragment of the stent was seen on the left side.